Event description:
It was reported that after implant procedure, the pacemaker system exhibited low out of range impedances measurements on the non boston scientific right ventricular (rv) lead. At this time, this pacemaker remains in service and there were no adverse patient effects reported.